Event description:
It was reported by the patient's daughter that the patient's implantable cardioverter defibrillator (ICD) began alarming. The patient went to the hospital and had their device interrogated. When they returned home, the device began alarming again. The clinic stated the patient's right ventricular (rv) lead had high pacing impedance and high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.